Event description:
The customer reported that the system failed boot to a usable state and exhibited non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply connections were repaired and restored. The system was tested and found to be working as intended and returned to service.